Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The customer treated their blood glucose with a manual injection. Customer's husband also requested assistance with programming their insulin pump. The customer's blood glucose declined to 308 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.